Event description:
It was reported that during routine inspection/maintenance on another device, it was found that the cardiosave intra-aortic balloon pump (iabp) had a video communication problem. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a video communication problem. There was no patient harm.

Manufacturer narrative:
Additional information: e1(event site postal code (B)(6) ) additional contact details: phone number: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had display failed during preparation for patient use getinge field service engineer (fse) inspected, troubleshooting revealed problems with the old spiral cable and replaced spiral cable. Cost estimate prepared was approved test values are within the limit values test passed. Inspection carried out functional test and test run ok. Display shows strong signs of wear. Recommendation to replace the entire display module. No patient involvement.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).